Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user tried to synchronize the station twice but failed with an error. A technical support specialist dialed into the station and identified that a full synchronization had been initiated, which was processing over 500,000 incremental messages, reviewed the synchronization information 2.0 page on the server and found that a snapshot had not been generated, applied knowledge article (ka) - "medstation es ¿ 1.7.x cannot complete full sync - deadlineexceeded" to increase the database synchronization 2.0 timeout settings by updating the server database command timeout from 300 to 1800, server snapshot query page size from 500000 to 1000000, and server database transaction timeout from 60 to 300, verified that total encounters was 166,769 and patient encounter cache maximum count was 500,000, confirming no changes were required for patient encounter cache maximum count, confirmed that the server purge process was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user tried to synchronize the station twice but failed with an error. However, there were no delay or adverse events or injuries reported based on this event.